Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This complaint is related to 9610595-2024-22151.

Event description:
The customer reported having used the colonovideoscope on six patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Additional information: d8, d9, h3. The device was returned and evaluated on related MFR 22151 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, when the bacteria were detected, the pathology lab did not report detection to the customer; therefore, the device was not isolated. However, a conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.